Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis which was manifested by cloudy effluent and constipation. The breach was not further specified. The patient was hospitalized for the event. On the same day as the event onset, the patient was treated with amikacin injection (250mg, route, frequency and duration were not reported) and vancomycin injection (500gm, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the event and has been retrained on aseptic technique. Antibiotic treatment was discontinued. Pd therapy was ongoing. No additional information is available.